Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited loss of capture and loss of sensing for an unknown reason as the lead had not dislodged. The pacemaker remained in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.